Event description:
The complainant reported that the clinicians were performing a therapeutic stent implant using a wallstent biliary stent w/ unistep plus in the common bile duct of a male patient (age and weight unknown). The physician indicated that while trying to pass the stent over the wire the tapered tip went back inside the outer sheath. The clinicians then obtained another of the same device and successfully completed the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem, and the patient's condition was reported as "okay".

Manufacturer narrative:
The device was returned for evaluation. Upon visual examination of the device, a kink was noted in the shaft. During the evaluation when a 0.035" guidewire was inserted through the device, a very slight restriction was noted but the guidewire continued on past it with ease and exited out through the hub. No other issues were noted with the device. A review of the device history record for the pertinent lot was performed, no anomalies were noted. Please reference medwatch report number 3005099803-2008-03242, which reports another of the same device used during this event.